Event description:
It was reported that a pt underwent an exploratory laparotomy procedure on (B)(6) 2010. During the procedure, the needle broke. The pieces were removed during the same procedure and the case was completed with another type of suture. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form..